Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee arthroplasty that the articular surface was inserted into the tibial tray. However, the articular surface appeared to move around the tray and to be loose. The surgeon used a retractor instrument to check if the articular surface was locked into place; however, it came out very easily. The surgeon re-attempted to insert the articular surface multiple times; however, the same results occurred. Another articular surface was used to complete the procedure. As a result of the event there was a fifteen to twenty minute delay in the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction: date of birth. Reported event was confirmed via visual examination of the returned device. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is attributed to unintentional user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.